Event description:
A confirmed motor stall was reported and noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).